Manufacturer narrative:
A partial lead with the distal tip measuring 54.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.3-16.6cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective device replacement procedure, externalized conductors were observed on the lead through a fluoroscopy. The patient was asymptomatic. The physician decided to explant and replace the lead. The patient condition is stable.